Event description:
(B)(4). Skin issues as rash and blisters specially in scalp. Acne and I had not used hormonal birth control for years to explain that. My teeth got bad. I got over weight. Terrible pains daily, unbearable after sex, also bleeding after every intercourse. Pains where, headache, joint pains, hip and lower back pains and lower abdominal pain such in labor. I was tired, couldn't concentrate from brain fog and was in fever almost daily. Symptoms made me to get out of working life to bed rest. Sometimes I had to get pain injections at hospital fot the pains. And I l looked like I was pregnant. Now after the device is removed I have not those symptoms. Due to removal I lost my uterus and it had grown to be larger than normal.